Event description:
It was reported that a revision surgery is programmed to be performed on (B)(6) 2018 due to unknown reasons.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this complaint was for a bhr device that was already captured under report 3005975929-2018-00308, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.